Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 4/13/2017 due to lead safety switch on rv lead impedance less than 200 ohms and sharp drop in impedance. In addition, possible that there is not capture in unipolar configuration. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).